Event description:
Physician was attempting to remove stones from the bladder endoscopically where jaw of stone forceps broke, remaining in the pt's bladder. A subsequent procedure was performed to remove the piece of forceps & the large stones.